Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the alarm led assembly failed. It is unknown if the device was in use on a patient. No adverse event to the patient or user was reported.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx500 indicating that the alarm led assembly, also referred to as alarm lamp, failed to display a visual alarm. No adverse event occurred. The following functional tests were performed: a philips field service engineer (fse) went to the customer site. The fse checked the device alarm function and determined that the alarm led did not function. The fse replaced the alarm led board which resolved the issue. The device was operational after repairs were completed.